Event description:
Pt experiencing urinary retention and hematuria. Physician unable to remove foley after trying to deflate balloon. Pt brought to or and catheter removed with pt under ivcs. Balloon was still inflated on removal.